Manufacturer narrative:
The customer unintentionally informed zyno the wrong serial number (sn) for the pump involved in the event. The customer meant sn (B)(4), but not (B)(4). Therefore, the pump (B)(4) was not sent to the manufacturer for evaluation. Pump sn (B)(4) was tested and meet all specifications (complaint #(B)(4)). The user reported issue was not confirmed. (B)(4).

Event description:
The customer reported that they were consistently getting 4-5 sets per box that were free flowing at the secondary connection. They think it's a problem with the upper y-site on the primary set, but it might be something with the secondary set. The customer reported that "we actually had it happen again on friday with a different pump. I really think the problem is the y site of the primary tubing. I will do whatever you guys want to do with the pumps. If you want the pumps get inspected I will send them in. If you don't need them I will keep them. I really don't feel like it is the pumps but I will do whatever works best for you guys. No patients were hurt. When we unclamp the secondary tubing it free flows back into the primary bag. The pumps are paused and it still flows." No patient injury or harm was involved in this case. Three suspicious pumps were requested to be returned to the manufacture for precaution.